Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, causes for the reported thrombus and pericardial effusion could not be conclusively determined. The reported patient effects of thrombosis/thrombus and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and posterior leaflet restriction. A transseptal puncture was performed. A steerable guide catheter (sgc) was inserted and was advanced to the mitral valve. A transesophageal echocardiogram (tee) was performed and revealed a thrombus and a pericardial effusion. To treat the thrombus, the patient was administered heparin. To treat the pericardial effusion, pericardiocentesis was performed. The sgc was removed, and the procedure was discontinued. There was no clinically significant delay in the procedure.